Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of choledocholithiasis. According to the complainant, during the procedure, while cutting the papilla, the cut wire of the sphincterotome broke. The wire of the sphincterotome broke, when the third beep emitted was heard, which, corresponded to the third incision/cut. No part of the cut wire detached inside the patient. The device was removed and the procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of choledocholithiasis. According to the complainant, during the procedure, while cutting the papilla, the cut wire of the sphincterotome broke. The wire of the sphincterotome broke, when the third beep emitted was heard, which, corresponded to the third incision/cut. No part of the cut wire detached inside the patient. The device was removed and the procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length and cut wire were bent at multiple locations. The cut wire was bent, broken and the broken ends of the cut wire appeared blackened. One end of the broken cut wire attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken sections of the cut wire remained attached to the device. The cutting wire was measured to have broken at approximately 20 mm from the distal pierce hole. The proximal end of the cut wire could not be extended out through the proximal pierce hole due to the condition of the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context.